Event description:
It was reported the pt began to experience heating at the ipg pocket, and over time, the issue had worsened. The pt reported the ipg may be more superficial than it was previously. It was reported the area gets red while charging, and at times the pt feels a pin prick sensation. In addition, the ipg had a more frequent recharge burden. The pt was in a sledding accident, but reported the heating issue began prior to that incident. A replacement charger did not resolve the heating. The pt was to schedule an appointment with her physician for f/u.

Manufacturer narrative:
Correction: 1627487-12192011-001-c. Add'l info - 1627487-12192011-003-r. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.